Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent noise on the atrial lead was observed during follow-up in clinic. Patient was asymptomatic. The source of the noise was not identified. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was good before, during and after the procedure.

Manufacturer narrative:
-Date of explant - please remove the explant date as the lead was not explanted on (B)(6) 2018. It was capped.